Manufacturer narrative:
Follow-up #1: date of submission 05/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: a review of the pump¿s black box did not reveal any pump reboots. The returned battery cap was returned undamaged. The pump powered up with no auditory alert. The ez-prime steps were performed correctly. All the currents readings were above specification. The reported ¿power issue¿ was duplicated. There were no power interruptions occurring during the 24 hour duration. The pump¿s cover was removed and there was moisture corrosion found to internal components. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.